Event description:
The pt is reportedly experiencing intermittencies with her internal device. External equipment has been exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed that it is not functioning. Revision surgery will be scheduled.